Event description:
It was reported that a remote transmission showed a noise on leadless egm. The patients condition is good. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.